Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d284trk implantable cardioverter defibrillator (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2007; 6944 implantable tachy lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the device had early battery depletion and high threshold was noted on the left ventricular lead. The device was replaced, and the left ventricular lead was capped and not replaced. No patient complications have been reported as a result of this event.